Event description:
It was reported via repair work order that the power cord sheathing was worn out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.